Manufacturer narrative:
Terumo has not received the actual device; therefore, a follow-up report will be submitted when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during endoscopic vein harvesting procedure, the endoscope was blurry. The product was changed out. There was no pt injury. There was no delay in surgical procedure and the surgery was completed successfully.